Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Several days after the lead revision the patient experienced chest pain and the lead exhibited a rise of the threshold. The lead was reprogrammed and later explanted and ventricular port was plugged. No further patient complications have been reported as a result of this event.